Event description:
Caller states the compact meter produced a result >600mg/dl (greater than 600 mg/dl is to be displayed as "hi"). No action taken on device result. No adverse event reported. Requested return of suspect device and replacement was sent. Numeric reading range of device is 10mg/dl to 600mg/dl.